Manufacturer narrative:
Please refer to emdr report number 124215-2026-15183 for additional MFR narrative details.

Event description:
It was reported that this right atrial (ra) lead exhibited a reduction in sensing and loss of capture at high output. Impedance was slightly increased but still within normal range. X-ray imaging was obtained, which showed displacement of the atrial lead across the tricuspid valve. From the x-ray, the doctor also noted the lead screws were partially exposed. The following day, the patient underwent a revision procedure, and this ra lead was explanted without retracting the screw and it was replaced with a new ingevity+ lead. It was noted the patient had requested hospitalization for shortness of breath the day prior to the x-rays. The explanted lead is being stored for a quarantine period but will be returned for analysis afterwards. No other adverse patient effects were reported. Additional information: further investigation determined complaint (B)(4) is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 124215-2026-15183) regarding any additional information.

Event description:
It was reported that this right atrial (ra) lead exhibited a reduction in sensing and loss of capture at high output. Impedance was slightly increased but still within normal range. X-ray imaging was obtained, which showed displacement of the atrial lead across the tricuspid valve. From the x-ray, the doctor also noted the lead screws were partially exposed. The following day, the patient underwent a revision procedure, and this ra lead was explanted without retracting the screw and it was replaced with a new ingevity+ lead. It was noted the patient had requested hospitalization for shortness of breath the day prior to the x-rays. The explanted lead is being stored for a quarantine period but will be returned for analysis afterwards. No other adverse patient effects were reported. Of note: the model and serial number of the lead is currently unknown despite good faith efforts thus far.